Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the seal was broken. The surgeon had difficulty in taking the harmonic scalpel out of the cannula and "pull the scalpel". Another device was used to complete the procedure. There were no adverse consequences for the patient.